Event description:
It was reported that the pump touch screen was unresponsive, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction injection to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.